Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Pairing test with nordic bluetooth device and passed. Transmitter final function tester and passed. . Perform share log review and found loss of connection in log. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.